Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is related to data research; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of prolene mesh and prolene soft mesh. Hernia recurrence: defined as the presence of a relevant ICD-9-cm or ICD-10-cm diagnosis code (primary or secondary) for hernia recurrence or cpt code for repair of recurrent hernia (see appendix 1) within 36 months post-discharge for the index episode of care. Open groin: 238, laparoscopic groin: 84, open non-groin primary: 26, laparoscopic non-groin primary: 9, open incisional: 93, laparoscopic incisional: 30. Postprocedural infection: defined as the presence of an ICD-9-cm or ICD-10-cm diagnosis code (primary or secondary) for postprocedural infection (see appendix 2) within 100 days post-index procedure. Open groin: 117, laparoscopic groin: 8, open non-groin primary: 24, laparoscopic non-groin primary: 3, open incisional: 81, laparoscopic incisional: 12. Postprocedural seroma: defined as the presence of an ICD-9-cm or ICD-10-cm diagnosis code (primary or secondary) for postprocedural seroma (see appendix 3) within 100 days post-index procedure. Open groin: 31, laparoscopic groin: 9, open non-groin primary: 8, laparoscopic non-groin primary: 1, open incisional: 29, laparoscopic incisional: 7. Hernia recurrence: defined as the presence of a relevant ICD-9-cm or ICD-10-cm diagnosis code. (Primary or secondary) for hernia recurrence or cpt code for repair of recurrent hernia within 36 months post-discharge for the index episode of care. Open groin: 35, laparoscopic groin: 30, open non-groin primary: 11, laparoscopic non-groin primary: 1, open incisional: 47, laparoscopic incisional: 9. Postprocedural infection: defined as the presence of an ICD-9-cm or ICD-10-cm diagnosis code (primary or secondary) for postprocedural infection within 100 days post-index procedure. Open groin: 19, laparoscopic groin: 5, open non-groin primary: 9, laparoscopic non-groin primary: 1, open incisional: 35, laparoscopic incisional: 4. Postprocedural seroma: defined as the presence of an ICD-9-cm or ICD-10-cm diagnosis code (primary or secondary) for postprocedural seroma within 100 days post-index procedure. Open groin: 1, open non-groin primary: 4, laparoscopic non-groin primary: 1, open incisional: 8.